Manufacturer narrative:
The previously reported event is being un-reported. The device involved was a marketed unit/under ide as part of (B)(4) . Adverse reporting is the responsibility of (B)(4) . The event had already been reported by (B)(4) .

Event description:
The (B)(6) male patient received two cypher stents as part of the (B)(4) study. The email received for the (B)(4) study indicated that one hundred eighty three days post procedure, the patient had a ptca of the target lesion. No additional information was provided.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2010-00385. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.